Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this was a robotic bypass. Staple line in question was on jejunum (white loads) during anastomosis. Surgeon description: staples did not fully form on both sides of the cut line as shown in pic. Staple line was over sewed. Patient is doing well. Based on the photographic evidence of the subject ple60a device, a malformed staple can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. Additionally the staple may have come from an endoscopic stapler delivering staples similar to what is seen in the top half of the photo.

Event description:
It was reported that during a roux en y procedure, when the leak test was done it was discovered that the staples were not fully formed. There were no patient consequences. Case completed by hand sewing the leak.

Manufacturer narrative:
(B)(4). A photograph was received. Based on the photographic evidence of the subject device, a malformed staple can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. Additionally the staple may have come from an endoscopic stapler delivering staples similar to what is seen in the top half of the photo. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.